Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issues has been completed. Device history review confirmed pump passed all post sterile inspection checks. Data logs confirmed the failure mode and clinical narrative. Logs showed low flow occurred during the case that triggered auto suction response & multiple suction alarms. Clinical information states pump was in proper position during the incidents. No motor current spikes outside p level changes were observed. Clinical information also states that after giving blood able to turn pump back to p-9. No other issues were found on the logs. The device was not returned for evaluation. Based on clinical description and data review, the root cause of the reported issue of low flow was most likely patient condition. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, the patient became hypertensive with suction alarms and blood products given. Sterile sleeve advanced and touhy boost valve tightened and t lock secure. Placement verified with trans-esophageal echocardiography (tee). After blood products were given, the impella increased back to p9. Additionally, urine was noted to be pink. Placement verified per echocardiography. The urine was red. No plasma free hgb drawn. No hemolyzed labs. Suspected hemolysis. Patient was made do not resuscitate, and due to failure to thrive decision was made by family to withdraw care. The patient expired.